Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher was blunt, it was not working on skin graft tissue adequately. Also, the handle was not turning smoothly. The event occurred during surgery. There was no harm or delay. An alternate device was used to complete the surgery. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and the ratchet would not ratchet. The device was repaired and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.